Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
The patient has a partial dehiscence of the surgical wound following the initial rns system placement on (B)(6) 2021. Per the treating center, the dehiscence appeared relatively superficial and the patient was placed on antibiotics.